Manufacturer narrative:
A physical evaluation of the complaint device was not conducted because the device was not returned; therefore, the complaint could not be confirmed. The cause of the complaint could not be determined.

Event description:
Pt underwent an ablation procedure using rita 1500 oh 0366 on (B)(6) 2008, in a hospital in munich. Soon afterwards, the doctor noticed a burn at a location where the product touched the pt's skin. There were extensive burns in the area of the 4th and 5th lumbar vertebra. Because of these burns the pt had to face three follow-up operations.